Manufacturer narrative:
Details of complaint: the customer reported an incident regarding a central nursing station (cns) model pu-621ra, sn: (B)(4), software version 02-40. A power outage had happened on 07/27/2020, and the device lost power while monitoring patients. When powered on, an error appeared on the top left corner of the screen stating, "cannot read os" (operating system). Per the customer, the cns had backup power provided by a ups (uninterruptable power supply). The last pm (preventive maintenance) was in april 2020, and the battery replacement due date is october 2020. Service requested: troubleshooting. Service performed: the nk tech support agent, performed troubleshooting, and asked the customer to swap the hard drives and install the backup hard drive in the primary slot. The cns booted up and started functioning per specifications. The nk tech support agent informed the customer that a new hard drive should be installed in the second slot to back up the system in case of future incidents. The customer decided to use a hard drive from a cns that was taken out of service after a department shutdown. The nk tech support agent recommended the customer purchase a new blank hard drive, but they declined, deciding instead to use their used hard drive. Investigation summary: when hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures are attributable to reaching the end of expected useful life span (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for more than five years with no history of hdd replacement, and hard drive degradation is a high possibility. Furthermore, the cns needs to be powered from an uninterruptible power supply (ups). The nature of the complaint is use error, and the root cause of this issue is determined to be a degraded hard drive and extended power outage due to hospital generator testing. The risk priority is determined to be high. The rationale for not initiating a CAPA, (per hha 20-001) is that in order for the failure of hard drive to cause adverse health consequences, an improbable sequence of multiple-use errors and other events would all need to occur, which was not the case in this event. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: bedside monitor: model #: bsm-6301a serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni bedside monitor: model #: bsm-6501a serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that there was a power outage and when the central nurse's station (cns) was booted back up, they saw an error on the top left corner "cannot read os." Nihon kohden technical support walked the customer through the hard drive swap and installing the 2nd drive in the main slot. Cns application booted back up normally and displayed the correct bed tiles. They informed the customer that they would need to buy a blank hard drive to install in the second slot. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was a power outage and when the central nurse's station (cns) was booted back up, they saw an error on the top left corner "cannot read os." Nihon kohden technical support walked the customer through the hard drive swap and installing the 2nd drive in the main slot. Cns application booted back up normally and displayed the correct bed tiles. They informed the customer that they would need to buy a blank hard drive to install in the second slot. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns but no serial numbers were provided and therefore sn will be noted as contains no information (ni): bedside monitor, model: bsm-6301a. Sn: ni. Bedside monitor, model: bsm-6501a sn: ni.

Event description:
The biomedical engineer (bme) reported that there was a power outage and when the central nurse's station (cns) was booted back up, they saw an error on the top left corner "cannot read os." Nihon kohden technical support walked the customer through the hard drive swap and installing the 2nd drive in the main slot. Cns application booted back up normally and displayed the correct bed tiles. They informed the customer that they would need to buy a blank hard drive to install in the second slot. No patient harm reported.